Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was 450 mg/dl and it was addressed by delivering a bolus via the pump. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.